Event description:
The customer reported that they had an erroneous result for one patient sample tested for vitamin b12 (b12). The customer noticed that quality control was low, but upon repeat, the controls were within specifications. After repeating the control, the sample was run and it initially resulted as 65 pg/ml. The 65 pg/ml value was reported outside of the laboratory. Since the customer was having issues with quality control prior to running the sample, the customer decided to repeat the sample. The repeat result was 329 pg/ml. The repeat value of 329 pg/ml was believed to be the correct result. The patient was not adversely affected by the event. The b12 reagent lot was (B)(4) with an expiration date of 11/30/2012. The field service representative could not determine a cause. He decontaminated the system as a precautionary measure. The customer ran calibration and quality control; controls were within range.

Manufacturer narrative:
A specific root cause could not be determined. The issue could not be reproduced. A reagent related issue does not seem likely. Analyzer performance checks were within specification. The erroneous result caused no adverse event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.